Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle and attached to the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the foreign material that adhered in the nozzle was a residue of medical solution. It is likely that the residue was not removed in the reprocessing, and water left in the channel was not wiped off near the nozzle port. Consequentially, that dried up in the nozzle and accumulated as residual water traces. It could likely also be that iron rusts were generated due to the nozzle corroding as a result of remaining water. Additionally, the results of the investigation suggests that the foreign material on the light guide lens was of a cellulose component, but the material could not be identified. It is likely that the foreign material was caused by accumulation of residues of medical solutions that were not removed during reprocessing. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.